Manufacturer narrative:
(B)(4).

Event description:
It was reported that the renasys go was alarming blockage. Patient re-started the device but alarm did no resolve. After home health nurse assisted the patient, the patient informed that the device was not providing therapy. It is unknown how the treatment was completed, or if there was a delay. No patient harm reported. No further information available.

Manufacturer narrative:
The device, was used in treatment was not returned for evaluation with all additional information provided we have not been able to establish a relationship between the reported event or determine a root cause. The manufacturing records show no evidence that the product did not meet the specification at the time of manufacture. A complaint history review found other related failures. Probable cause may be a component failure. This investigation is now complete with no further action deemed necessary at this stage. Smith + nephew will continue to monitor for any adverse trends relating to this product range.